Manufacturer narrative:
No button error alarm occurred during testing; however, the unit had two buttons with intermittent button response due to corroded keypad traces. The unit also had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues other than he leaned against something. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.